Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met while advancing the stent delivery system through a guiding catheter with a smaller than recommended inside diameter.the stent delivery system was advanced further against resistance, also contrary to instructions for use. The delivery system was then removed into the guiding catheter. Upon inspection it was revealed that the stent had separated from the delivery system. The stent was retrieved with a snare device. The procedure was successfully completed with a change in concomitant equipment, additional lesion preparation and placement of another company's stent. Reportedly no pt injury was associated with this event.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the separated stent and c-flex were still on the snare and guidewire. The stent was severely twisted. The c-flex was torn and separated. The face of the remaining c-flex was jagged. The shrink tubing and c-flex junction were intact. The guiding catheter was not returned. Quality engineering concluded that although the guiding catheter was not returned for analysis, incident info indicates the first guiding catheter's inner diameter was too small, thus the delivery system met resistance in the guiding catheter. There is no indication that the stent was loose on the delivery system during preparation. The physician's action of retracting the stent delivery system, with the undeployed stent, into the guiding catheter likely loosened the stent on the balloon, facilitating separation. Pt calcium may have also been a variable to resistance and loosening of the stent. Quality engineering has determined that no corrective action will be implemented as the matter does not appear to be related to stent delivery system quality. As part of quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no non-conformities were found. This MDR is considered closed by the quality assurance department.